Event description:
It was reported that the pump displayed the reset screen unexpectedly, but it did not require a power source to restart. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed that the reset was a safety feature, and after being educated about steps like restarting cgm sessions and reloading the cartridge, the customer successfully resumed insulin use.